Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue. The jaws were removed by using forceps. The surgeon continued to use the device but the same issue occurred. There was bleeding as a result and it was controlled. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.